Manufacturer narrative:
The device was returned as part of the asset return process. In addition to b5, the device evaluation found a cut on the cable. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, camera head, to the olympus service center. Upon inspection and testing of the returned device, it was observed that an intermittent loss of image due to faulty charged coupled device. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that image was intermittently displayed due to faulty charged coupled device. Olympus will continue to monitor field performance for this device.